Manufacturer narrative:
(B)(4). Device manufacture date: december 9, 2015- december 14, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a ruptured reservoir. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor had burst. This was noted when the patient went to open the unit for use. The device was filled with 1000 ml of deseferrioxamine in 0.9% sodium chloride. There was no patient involvement. No additional information is available.